Manufacturer narrative:
A steris technician arrived onsite to inspect the v-pro max 2 sterilizer and found the unit to be operating properly. Although the employee indicated they thought the event was due to the v-pro max 2 sterilizer "not exhausting correctly", the technician confirmed no exhaust related issues, and the unit was returned to service with no required repairs. While onsite, the technician learned the employee subject of the event loaded wet items into the sterilizer and did not wear proper ppe to unload the items after the cycle was complete. The operator manual states, "personal protective equipment. Steris recommends wearing chemical resistant gloves when handling sterilant cup or unloading sterilization unit." The operator manual also states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. The v-pro max 2 operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. C. Only dry items are to be placed in sterilization unit." A steris account manager provided in-service training on the proper ppe and the use of the v-pro max 2 sterilizer specifically, properly drying items prior to placing them into the sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a burn while unloading items from their v-pro max 2 sterilizer. Medical treatment was sought but it was not disclosed if any treatment was administered.